Event description:
The device was used during an exploratory laparotomy. Reportedly, the device broke and a component detached. The surgeon was unable to retrieve the component. The hosp has reported no pt injury occurred.